Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11. Sorin group italy manufactures the inspire 8 oxygenator. The incident occurred in (B)(6). Through follow-up communication livanova learned that the oxygenator is available for investigation, the change out occurred ten (10) minutes into bypass and was done quickly. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italy received a report that an inspire 8 oxygenator leaked at the bottom ten (10) minutes into the bypass case. Then, medical staff elected to immediately changed out the oxygenator and the case resumed without issue. The patient may have lost approximately 200cc of blood. There was no patient injury: the patient is doing well.